Event description:
It was reported that (1) ems was used during a lap hernia procedure. It was reported by the rep that the instrument misfired and jammed. Removed staple with hemostat. The surgeon repeated several times until instrument would not feed new staple at all. Opened a new instrument to complete the case. There was no pt consequence.